Manufacturer narrative:
The insulin pump had no down button response due to a flattened button dome switch. Unable to verify for button error and motor error alarm due to no button response. The motor was tested outside the device and passed motor test. The device had a scratched lcd window, cracked case near display window corner, and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 7.5 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.